Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The first communication error occurred after going to a trajectory, drilling, and getting the distance to target measurement. The controller made a sound as if it turned right after the distance to target measurement was seen. The screen then turned black and rear as the surgeon was ready to move the arm away. The patient folder was opened up and the arm was recalibrated (with the adaptor removed from the instrument holder) and then sent to home. The total delay was less than 5 minutes. The second error occurred in the intermediate position between trajectories. The arm reached this position and the cst pressed start to move the arm to the next trajectory. The screen showed the box that normally has a picture of the vigilance device in it. However, the vigilance device picture was not on the screen and the box was plain grey. The surgeon tried to press the pedal to move the arm and the cst tried to click on the touch screen and use the mouse to get the robot to respond. The emergency stop button was used to stop the device and "restart". Once restarted, the arm worked well. The total delay was about 5 minutes. Both incidents occurred while the patient was under anesthesia.

Manufacturer narrative:
A full analysis of the data logs has been performed and permitted to conclude that the first event reported is a known issue. This analysis concluded that the unexpected shutdown of the device during the process is due to the virtual memory mismanagement. The second event reported is a known issue also. This analysis concluded the blank popup and freeze were due to the overlapping of two commands, a cooperative slow mode and an automatic movement. Analysis showed that the event is confirmed.

Event description:
The first communication error occurred after going to a trajectory, drilling, and getting the distance to target measurement. The controller made a sound as if it turned right after the distance to target measurement was seen. The screen then turned black and rear as the surgeon was ready to move the arm away. The patient folder was opened up and the arm was recalibrated (with the adaptor removed from the instrument holder) and then sent to home. The total delay was less than 5 minutes. The second error occurred in the intermediate position between trajectories. The arm reached this position and the cst pressed start to move the arm to the next trajectory. The screen showed the box that normally has a picture of the vigilance device in it. However, the vigilance device picture was not on the screen and the box was plain grey. The surgeon tried to press the pedal to move the arm and the cst tried to click on the touch screen and use the mouse to get the robot to respond. The emergency stop button was used to stop the device and ''restart''. Once restarted, the arm worked well. The total delay was about 5 minutes. Both incidents occurred while the patient was under anesthesia.